Event description:
Boston scientific received information through the latitude patient monitoring system that this device had recorded a high shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The latitude alert parameters were changed and a follow-up appointment was scheduled. At this time, no further information is available. This report will be updated once additional information becomes available.

Event description:
Additional information was received that the lead continued to exhibit an out range high shock impedance measurement. No adverse patient effects were reported. The device leads in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.